Event description:
It was reported, that the patient presented for a follow-up in clinic. It was noted, that the implantable cardiac monitor (icm) eroded and was partially visible. The icm was explanted. The patient was stable.